Event description:
It was reported the programmer would not boot and hangs in a bios (basic input-output system) screen. The keyboard and rf (radio frequency) head connector were removed, the programmer was rebooted, and the programmer then booted as it should. The programmer was restored to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.